Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. The device was received fully deployed. Discoloration was observed through the top housing and corrosion was observed on the pcb through the bottom housing. Multiple internal components were observed to be corroded including the bottom battery, chassis, and pcb. The commutator cap was observed to be contaminated with fluid. The fluid path was tested for leaks and no leaks were found. The bottom and middle battery were measured to have low voltages while the top battery was measured to have a high voltage. The pod was connected to a 4.5v power supply and the pcb was removed in an attempt to retrieve the download data but was still unable to be downloaded. The internal corrosion caused the low and high battery voltages and the data loss. The exact cause of the internal corrosion and commutator cap contamination could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm).